Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, using an extended hook sheath, the coronary sinus could not be cannulated and during these attempts, atrial fibrillation was induced. Hemodynamics trended downward with blood pressure 80s-70s systolic, and the decision made to perform dc cardioversion (dccv) dc cardioversion. The patient went back into atrial fibrillation after a 200j shock. The shock was performed again, and the patient remained in sinus rhythm to the end of the procedure. It was added a pneumothorax attributed to the implant tool was observed. The system remains in use. No further patient complications have been reported as a result of this event.